Event description:
It was reported that the closure device embolized out of the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) hours post procedure the patients blood pressure dropped. An echocardiogram procedure was performed, and it was discovered that the closure device had embolized out of the laa and into the left ventricle of the patient. The physician snared the closure device moving it from the left ventricle to the left atrium and then finally to the right atrium before fully retrieving and removing the device from the femoral vein of the patient. The patient was brought to intensive care to recover from this event. There were no other complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
H6 impact codes: imaging required f2203 code added.

Event description:
It was reported that the closure device embolized out of the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Ten (10) hours post procedure the patients blood pressure dropped. An echocardiogram procedure was performed, and it was discovered that the closure device had embolized out of the laa and into the left ventricle of the patient. The physician snared the closure device moving it from the left ventricle to the left atrium and then finally to the right atrium before fully retrieving and removing the device from the femoral vein of the patient. The patient was brought to intensive care to recover from this event. There were no other complications that were reported to have occurred as a result of this event.